Manufacturer narrative:
The device involved in the event has not been returned for evaluation. Radio-opacity test was performed on a retained sample from the same lot and was found to be within specifications. (B)(4).

Event description:
Onyx embolization treatment. Prior to the treatment, the onyx was shaken for more than 20 minutes. During the onyx injection, it was reported that the onyx was not visible under angiography. No patient injury was reported as a result of the procedure.